Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#(B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the problems started one day prior to report and usually happened once per year. The patient stated ¿it starts going off no matter what I am doing.¿ it was noted that the patient needed to make adjustments to their settings and had lost their quick guide. The patient used the patient programmer on the call and stated their stimulation was on, the adaptive stimulation was on, and the patient was in group d, in an upright position at 0.10v and then changed to 0.15v. The patient stated that their stimulation ¿felt stronger than that.¿ the patient further stated, ¿when I make it stronger it is not doing anything by going stronger or shorter.¿ it was noted that the number of stimulation voltage changed but the feeling of stimulation did not change. The patient stated ¿everything is on a higher setting that the patient programmer is reading.¿ the patient had two programs on group d. The patient was advised to go down to 0v in each program and slowly increase. The patient was at 0.15v in program one. The patient was able to change stimulation in program 2 to 0.4v. The patient stated that program two felt good and that was where they wanted to be. The patient stated that they would lay on their side and wait for three minutes. The patient also stated that they wanted to see how it would feel if they were walking. The patient stated that the patient programmer did not change from upright position to walking. The manufacturer representative inquired about healthcare professional (hcp) follow up and the patient declined stating that they did not see anyone because they usually changed the settings themselves. The patient stated that they knew how to do it and ended the call. Additional information was requested but was not available at the date of this report.